Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Initial reporter cell phone#: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. It was reported that a chemo infusion ended 3 hours early when the pump alarmed "air in line". The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that unspecified bd¿ tubing had air in the line. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that a chemo infusion ended 3 hours early when the pump alarmed "air in line". Verbatim: we just had another infusion end 3 hours early on friday and we did not save the tubing because of the chemo in the line. Blinatumomab 14mcg in 120ml ns. The final product contains 30ml of overfill for a total volume of 150ml. Only 120ml should be infused. Rate: 5ml/hr, volume: 120ml, duration: 24 hours. Blinatumomab was infusing on channel b at 5ml/hr. This is a 24 hour infusion with a new bag hung daily at 1700. On 12/18, this infusion completed 3 hours early at approximately 1400. The rn was alerted when the pump alarmed air in line. A new bag of blinatumomab was prepared by pharmacy and hung at 1427. No reported adverse effect to patient. (B)(6), male, (B)(6), b acute lymphoblastic leukemia, white, non-hispanic. Time of event: approximately 1400. This was hung as a primary infusion and this medication runs alone.